Manufacturer narrative:
G4:23feb2021; b4:24feb2021; h11:g5:k102985. H10: a philips field service engineer (fse) was dispatched to the customer site. The customer cancelled the onsite visit. The reported issue was resolved by the customer. The touchscreen needed to calibrated to bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
It was reported to philips that the device had a touchscreen issue. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.